Manufacturer narrative:
The reported problem was resolved with the assistance of olympus technical support via the phone. Through communication/interviews with the reporter, performed by olympus technical support, it was learned that the main lamp was not replaced for at least 2 years, and it was reported to olympus that the lamp life was greater than 500 hours. Based on the available information, the likely cause of the reported problem is due to maintenance. The device instructions for use contain the following statement: "check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one.

Event description:
A user facility reported to olympus that the olympus cv-190 was flickering the entire image on two monitors. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was failure of the lamp.